Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer required assistance giving a glucagon injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.